Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) was about to ream the acetabulum when he noticed that he had to add more version into the cup. The implant was changed to 30 degrees of version and the case was completed. Following the case the post x-ray showed that the cup was not at 30 degrees of version. Surgical delay yes - 15 minutes, case type: tha, per mps version was added 30. Originally the version was planned to 20 and then surgeon opted to change it to 25 and then eventually ended up changing it to 30. The final results ended at 30 degrees version per the system but surgeon stated that it was actually 15 degrees of version. X rays will be provided.

Event description:
Dr. (B)(6) was about to ream the acetabulum when he noticed that he had to add more version into the cup. The implant was changed to 30 degrees of version and the case was completed. Following the case the post x-ray showed that the cup was not at 30 degrees of version. Surgical delay yes =15 minutes. Case type: tha. Per mps version was added 30. Originally the version was planned to 20 and then surgeon opted to change it to 25 and then eventually ended up changing it to 30. The final results ended at 30 degrees version per the system but surgeon stated that it was actually 15 degrees of version. X rays will be provided.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: not performed as the device being inspected is software. Rio serial number not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 15 other reported events ((B)(4)). -conclusion: the discrepancy of cup version in the complaint was confirmed in the post-op xray. The planned cup version is 30 degrees but the x ray shows about 0 degree. The pelvic registration was analyzed and a positional difference between CT landmark and picked landmark is found, which could cause this discrepancy in the cup version.